Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported that they spoke with their manufacturer representative over the phone and lowered their setting. It was reported that the patient's device was excellent and there were "no problems at all."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient may have accidentally changed settings, which resulted in the patient feeling discomfort or heating in the back/legs. It was noted that when patient husband pressed some buttons and that after doing that patient began feeling burning in her back right above ins site, discomfort/heat in left leg going down to foot. It was noted therapy was on and decreasing amplitude did not eliminate the uncomfortable stimulation. The caller reported that the current appeared to be sudden after pp use. The patient husband later said pp was never connected/numbers never displayed when he was using pp before the call. Patient had discomfort on all 4 programs, turned stim off, when patient is comfortable they may call back to review turning stim on and up. They ended on program 3 but that had the most discomfort so may want to change to another program before turning on. The patient stated stim was on program 4 at 0.4v and turning device off did not stop the sensation. They tried changing to program 1 at 0.0 and patient reported discomfort moved to both feet/worsened. So they turned therapy off. The reported that after a few minutes it was starting to get better and patient was advised to leave it off for a while in case the patient¿s nerves was irritated but patient wanted to try the rest of the programs. The patient reported returned of urinary /bowel symptoms. The patient indicated that they had no bowel on the day of this call but usually she has about 2 every morning. The patient was urinating normally. The patient tried program 2 and 3 at 0.8 and 0.6 respectively and felt discomfort that got worse and started feeling tremor and ended up turning stim off. The caller reported that the patient was at 0.4 v and think it was set at 0.5 v at implant. No further patient complications have been reported as a result of this event in the event description. The patient indicators for use were urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. Information omitted pertained to related pe (B)(4) discomfort, burning, tremors, no bowel.